Event description:
It was reported that revision surgery was performed due to system infection. There was washout and poly exchange of right knee. No delay reported and backup was not needed.

Manufacturer narrative:
The associated genesis ii deep dished flexion insert was not returned for evaluation. A clinical evaluation noted that no additional clinical documents are available at this time. Therefore, no thorough clinical assessment of the reported issue can be rendered. There is no evidence to support our device contributed to the reported infection. Our investigation including a review of the manufacturing records for the listed insert with the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.